Event description:
Additional information later reported the cause of the allergic reaction was not known. The patient was indicated as doing ¿well¿ since removal. No difference in tone. The rash and pruritis improved since removal.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. Analysis of the catheter revealed sc connector coring-tears-cuts in seal. (B)(4).

Event description:
It was reported the patient¿s hcp had been troubleshooting this patient as the patient had experienced severe itching for several months and it was worsening. The patient¿s hcp thought this was a latent response (pump implanted (B)(6) 2007). The patient¿s hcp ruled out a drug/dosing or pump issue and they were confident it was not drug withdrawal. The patient was given histamines. The patient¿s hcp was at the point where they thought the patient¿s symptoms were due to the pump and not the drug and they might need to explant the pump to see if the patient improves. The patient¿s hcp was requesting information regarding allergy test kit availability. The pump was used to deliver baclofen. Additional information later reported the patient had been living successfully with both a pump and an activa device (deep brain stimulator). One month following the deep brain stimulator replacement due to battery the patient developed a rash and itching mostly around the pump location (abdomen) and then in the stimulator location (chest). The rash on the abdomen "pops up and gets worse". The patient¿s family noted that recharging the stimulator makes the rash ¿flare up¿. The patient and family were working with an allergist and cardiologist to try and determine the cause of the rash. Additional information later reported the patient experienced intermittent redness and pain around pump (two weeks prior to the date of this report). The redness and pain episodes seemed to follow activity/exercise and then the patient would get very sleepy. The patient¿s dose was then decreased to the minimum dose and the pump and catheter were explanted on (B)(6) 2013. The patient was reported to be doing well 1 day post-op ((B)(6) 2013). The pump was used to deliver lioresal.

Event description:
Additional information later reported the patient experienced an allergic reaction in the area of the device pocket and catheter track. The patient had redness around the pump and waist. The patient was hospitalized. The patient status at the time of the report was noted as alive, no injury. Additional information later reported the patient was ¿doing well¿ on oral medication.

Manufacturer narrative:
(B)(4).

Event description:
As previously reported in manufacturers report number 3007566237-2013-03468: [it was reported that the patient was having extreme itching in the area of her baclofen pump. The pump was delivering baclofen. Additional information received reported that the hcp (healthcare provider ) "tried weaning the patient off baclofen but that did not help the itching. The pump was eventually completely removed and the itching improved. The cause of the itching had not been determined, but they were "suspicious" of the pump because the itching had improved once the pump was removed. The date of the explant was not reported]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.